Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient seeking legal action. Update: (B)(4) 2012 - litigation received 11/26/2012 and attached. Complaint changed to legal. Litigation alleges patient had pain after asr hip implant. There is no new information that would change the outcome of the investigation. Update: (B)(4) 2013 medical records were obtained. Dor corrected. Medical records indicate patient was revised due to pain and infection. Adapter sleeve, femoral stem and stem sleeve added to complaint.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.